Manufacturer narrative:
A proximal segment of the zoom 71 was returned for evaluation, the reported separated distal segment was not returned for investigation. The investigation of the returned proximal segment demonstrated damage which suggests an axial force was applied during the procedure, resulting in stretching of shaft materials prior to the device breaking. The exact root cause could not be determined. However, based on the reported complaint information, the most likely cause was retraction of the zoom 71 with stent retriever through a tightened touhy valve causing the shaft to separate. The lot number for the complaint device was reported as unknown by the site. The manufacturing records for all finished goods lots shipped 6-months prior to the event date were reviewed and demonstrated that the product met all the design and manufacturing specifications.

Event description:
The patient was treated for an occlusion at the basilar tip. Access was obtained with a third-party access catheter. After several unsuccessful attempts using third-party aspiration catheters, a zoom 71 was advanced with a stent retriever into the right posterior cerebral artery (pca) and basilar artery. During removal of the zoom 71 and stent retriever, resistance was felt at the third-party touhy. Upon retraction, the physician noticed that the distal portion of the zoom 71 catheter with the stent retriever still at the distal end of the catheter was stuck in the touhy. The physician continued to pull and ultimately, the proximal portion of the catheter and entire stent retriever came dislodged. The broken distal portion of the zoom 71 catheter remained in the touhy. The touhy was removed with the broken piece of the zoom 71 catheter. A new touhy was placed onto the back of the third-party access catheter and a new zoom 71 was used to complete the procedure with no issues. Patient achieved a tici 2c score. The patient was reported stable post-procedure and there was no patient sequelae reported.